Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed battery out limit and blank display, they had a high and a low blood glucose value of 36 mg/d. Patient's current blood glucose value: 382 mg/dl. Drive support cap appears normal (slightly indented). Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. The customer was treated with food. The alleged device is not expected to be returned for analysis.